Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat gastric varices using ruby coils, a non-penumbra microcatheter, and a guidewire. During the procedure, while retracting a ruby coil to reposition it, the physician experienced resistance, and subsequently, the ruby coil unintentionally detached in the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed from the patient. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.